Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the essenz evo clamp, the event occurred in united kingdom. Device log files were analyzed and the issue has been confirmed, since error codes 2551 and 2550 were recorded. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that error message 2551 'venous clamp defective' concerning an essenz venous clamp appeared on the screen during priming. There is no report of any patient injury.